Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report#1627487-2018-06322. It was reported the patient experienced ineffective therapy due to fracture of the right sacral lead(drg). As a result, surgical intervention was undertaken wherein both drg leads were explanted and replaced with new models. Effective therapy was restored postoperatively thus resolving the issue. Note: both drg leads are being reported as its unknown which lead actually contributed to the issue.